Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced pain and discomfort following implant of their ICD. No further information.